Manufacturer narrative:
Device evaluation-lens was returned dry, with clear surgical residue/debris on product in the lens centrifuge vial. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: one similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -7 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to a tear/break during injection/delivery into the eye. As of 03/01/2017, the new lens has yet to be implanted.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in a centrifuge vial. There was also clear surgical residue/debris on product. Visual inspection found the lens haptic torn and lens having foreign material on lens surface (dry clear residue). Corrected data: the reporter indicated that the surgeon attempted to implant a 13.2mm vicm5_13.2 implantable collamer lens, -7.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was found cracked before the surgery began and it was reported that there was no patient contact. The patient was frustrated for waiting of back up lens being prepared and left the facility without having the surgery. Work order search: no similar complaints were reported for units within the same lot. (B)(4).